Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels. The customer's blood glucose level ranged from 400 to 600 mg/dl. The customer reported symptoms of nausea and vomiting. The customer treated with a manual injection. The customer removed the set and found the cannula to be bent. The customer performed the high pressure test and it passed. The customer mentioned an emergency room visit due to low blood glucose levels "a month ago", but the low reading was not due to the insulin pump; she stated it was due to a new pulmonary hypertension medication which had a side effect of low blood glucose. Nothing was replaced or returned for analysis.